Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a right ventricular (rv) lead dislodgement was noted one week after implant. There was also noise observed. The lead remains in use. No patient complications have been reported as a result of this event.